Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow and ok keypad buttons were intermittently unresponsive. The patient confirmed that the keypad was not peeling. The patient reportedly wore the pump in a case exterior to a garment and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the up arrow, ok and contrast keypad button symbols were worn but the keypad rubber was intact. The down arrow and ok keypad buttons were intermittently unresponsive and required excessive force to elicit a response. All of the other keypad buttons responded appropriately and spring back or click normally. There was evidence of keypad contamination found under the key contacts and no hypersensitive or inverted keys were observed. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.